Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an x-ray revealed externalization of the patient's right ventricular(rv) lead. The rv lead was explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces the connector piece measured 18.0 cm and the distal piece measured 84.4 cm. Externalized conductors due to internal insulation abrasion were noted at 6.5 cm to 15.3 cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 10.1 cm to 11.9 cm from the distal tip. The etfe coating was damaged at this location. External insulation abrasion breaching rv cables lumen due to friction to another device or feature of the heart was noted at 15.4 cm to 15.6 cm from the distal tip. Rv cables etfe coating was intact and the inner coil was not exposed in this abrasion region. This is consistent with the observation from the field of insulation abrasion.